Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the entire lead was returned and inspected. Visual analysis noted setscrew marks on the terminal pin and drag marks on the terminal ring. The lead was returned with the helix retracted with dried blood in the helix, helix housing and neck region. No irregularities were noted at distal tip of lead; the inner coil was intact per x-ray of the lead. The lead passed all resistance, hipot, and pressure tests. The helix failed to extend but was functional following sonic cleaning. The clinical observation of dislodgement could not be confirmed by analysis though results do indicate the lead helix did not perform as intended. Lead design coupled with procedural factors likely resulted in the reported lead extension difficulty.

Event description:
Boston scientific received information that this right atrial (ra) lead was confirmed to have dislodged at post-implant follow-up. The dislodgement was confirmed via device measurements, electrograms (egms) and chest x-ray. A revision procedure was performed several days later to reposition the lead. During the revision the lead helix did not extend despite up to 30 turns of the fixation tool. The lead was removed from the patient and examined; and again the helix failed to extend. A new lead was implanted without further issue. The patient was noted to not be pacemaker dependent; no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.